Event description:
The customer reported to customer service that after dropping the power supply for her breast pump at work while trying to plug it in, the casing broke and opened up exposing the inner electronics.

Manufacturer narrative:
The customer was sent a replacement power supply by customer service. In follow up with the customer she stated that when she plugged it in she dropped it on a tile floor, and it cracked where the 4 screws are to the point where the bottom 2 screws were dangling. A week later it dropped again (1.5 ft. Fall) cracked the top two bolt holes, and she couldn't snap it together any further. Customer stated there was no spark, fire, flame, and no injuries were obtained. A product evaluation revealed that the transformer housing was broke, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.98 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 51.12 ohms, which is normal and indicates that the thermal fuse did not blow.